Manufacturer narrative:
Device evaluation of battery charger/modem has been completed. The reported problem (charger not charging) has been confirmed. Upon investigation the battery charger/modem displayed a yellow #2 light when testing with test batteries, indicating a charger failure. The charger was returned to the vendor for further investigation. The root cause for the defective charger was unable to be positively identified and is being investigated by the vendor. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was unable to charge a battery pack.